Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 77-year-old female patient, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file found CPR was performed during the first two analysis segments. Due to these motion artifacts affecting the waveform, the device was unable to match the waveforms to a specific type and determined the rhythm to be unshockable. The x series operator's guide instructs the user to not touch or move the patient during the device's analysis. Analysis of reports of this type has not identified an increase in trend.